Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2019 wherein the existing lead was repositioned and secured. Effective therapy established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Patient reported being told by their physician that lead could be repositioned. Surgical intervention may be pending to address the issue.